Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous right coronary artery (rca). After the physician performed rotational atherectomy with a 1.75 rotablator burr, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on first inflation at nominal pressure for 15 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous right coronary artery (rca). After the physician performed rotational atherectomy with a 1.75 rotablator burr, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on first inflation at nominal pressure for 15 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of nc quantum balloon catheter. A stopcock was attached to the hub as-received. There was blood and contrast in the inflation lumen and hub. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a pinhole and scratch in the balloon material 1mm from the distal edge of the distal markerband. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).